Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to bb in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): during the removal of the mandrel, the clip is positioned at 5 mm from the distal tip. The clip doesn't protect the bevel of the needle. The lack of security was followed by a needle stick injury. MFR 9610825-2013-00236.